Manufacturer narrative:
This report is being submitted as follow up number 1 to provide a status update and the UDI number. The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no similar no similar reports for this product code/lot# combination. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the competed investigation results. Results = is based on the evaluation of the returned photo; is based on the retention samples evaluated. Conclusions = is based on the evaluation of the returned photo; is based on the retention samples evaluated. The actual device was not returned to the manufacturing facility for evaluation, however, a photo was provided by the user facility. The returned photo revealed that the tip of the dilator separated/broke off from the dilator itself. An evaluation of the retention sample from the reported lot and surrounding lots was conducted. Visual inspection revealed no defects. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide a status update as well as the initial reporter information and event date. The actual device has not been received by the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
UDI will be provided in the follow up report. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported dilator damage on the involved device. Follow up communication with the user facility confirmed the following information: (1) upon opening the pinnacle package it was noticed that the tip of the dilator was separated/broke off from the dilator itself; (2) this was noticed prior to using it on the patient; and (3) the facility reported that they did not damage the dilator in any way and that it was shipped to them this way.